Event description:
Allegedly patient was revised due to mom complications of his left hip.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This is the same event as 1043534-2012-01089, 01090.